Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in a bile passage drainage procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stent was advanced to the target lesion. The guide catheter was being withdrawn, but the guide wire and the guide catheter became immovable. When the guide catheter was pulled again, it became detached and the stent could not be released. The device, and the detached guide catheter, were removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual evaluation was performed and found the guide catheter was detached. The stent was kinked. The push catheter was bent in several locations throughout. The guide catheter was kinked and stretched in several locations. The suture hole in the push catheter was slightly torn. A guidewire was inserted into the device. The device could advance approximately 10cm and became stuck. The guidewire could not be inserted any further. Based on the product analysis, it is likely that operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the stent and catheters. With the stent and catheters bound by kinks and bends, the device would become difficult to deploy the stent. Force to deploy the stent against resistance likely caused stretching of the guide catheter and eventually detaching it. Therefore, 'operational context' is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in a bile passage drainage procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stent was advanced to the target lesion. The guide catheter was being withdrawn, but the guide wire and the guide catheter became immovable. When the guide catheter was pulled again, it became detached and the stent could not be released. The device, and the detached guide catheter, were removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in a bile passage drainage procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stent was advanced to the target lesion. The guide catheter was being withdrawn, but the guide wire and the guide catheter became immovable. When the guide catheter was pulled again, it became detached and the stent could not be released. The device, and the detached guide catheter, were removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".